Event description:
It was reported that a patient presented with possible non capture and sensing amplitude variation on the atrial channel of the implantable cardioverter defibrillator (ICD). No changes or intervention were reported. The patient condition was not known.